Event description:
Boston scientific received information that the right atrial (ra) lead exhibited noise and an impedance measurement greater than 2000 ohms. Device was programmed vvi and a revision was scheduled. The noise and high out of range impedance measurement was thought to be due to a setscrew issue. While the physician was opening the pocket, the noise disappeared and the impedance measurements returned to normal before he even touched the setscrew. After the lead was removed the header of the device, normal threshold measurements were recorded through the pacing system analyzer. All lead measurements remained normal after retightening the setscrews. The device and lead remain implanted in the patient. No adverse patient effects were reported and no specific measurements were given.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.